Event description:
It was reported that it was not possible to adjust the patient's implantable neurostimulator's stimulation, using the programmer. The programmer also displayed the "call your doctor" icon. An out of regulation (oor) condition was encountered. Impedance readings were all within normal limits, except for lead combinations that used electrode number 7, which were greater than 10,000 ohms. All lead contacts, thus, had been programmed with electrode number 2. The patient had a 1 x 8 lead configuration. The manufacturer representative was to reprogram the patient's neurostimulator, in order to reduce the number of programmed lead electrodes. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead: model: unknown, lot# unknown, implanted:unk, explanted:na; programmer: model: 37743, lot# unknown.